Manufacturer narrative:
All testing completed on the device passed or was not applicable, therefore no problem was detected. The investigation determined that this device associated with the reported clinical observation of infection found no evidence of malfunction.

Event description:
It was reported that this implantable device was explanted for infection. No additional adverse patient effects were reported. This device was received by boston scientific.